Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a no delivery alarm when attempting a bolus delivery. Customer's blood glucose was 254 mg/dl. No delivery was solved with a complete set change. Customer reports that there was fluid at the end of cannula; not blood. Customer reports that no delivery issue was corrected with longer cannula. No further information provided.